Event description:
Update rec'd 7/9/15 - legal claim received. In addition to what was previously reported, the claim alleges the patient suffers from pain, limited mobility, and "prosthetic knee...fallen apart inside of the body." An unknown knee is being reported based on these allegations.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 7/27/15 medical records received. After review of the medical records for MDR reportability, a doi and dor were provided. Only the last page of the revision operative note was provided, so at this time all the findings are unclear. A radiology/progressive note indicated pain and a spacer between the anterior/posterior aspects of the femoral components. The loosening interface is unknown. A competitor cement was used. The unknown knee is being changed to the femoral component for loosening and the other components are being added for the pain. The complaint was updated on:8/20/2015.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.